Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented with signs of infection; an echocardiogram was performed and a pleural effusion was identified. The effusion was drained and the patient released only to be readmitted approximately a week later with a bilateral pleural effusion. The effusion was again drained however, the patient's device implant site was again showing signs of infection and the entire system was then explanted. No return of product is expected.